Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited far r oversensing. Programming changes were discussed but not made. No intervention was reported. The patient had no adverse consequences.